Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient had experienced an issue with the infusion set in the form of bent cannula. Reportedly he had high blood glucose level of 586 mg/dl, which he self-treated with bolus and syringe. He had vomiting, high blood glucose levels and experienced diabetic ketoacidosis. He was taken to the emergency room and was then hospitalized. When he took off his infusion set, it was noticed that the cannula was above his skin and was bent. The patient was hospitalized for two days. Currently, his blood glucose was 89 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.